Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the insulin get stuck when priming and also insulin pump had rewind issue and glitch issue. Customer blood glucose level was unknown. The device will not be returned for analysis.